Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. As rec'd, all gels were deployed and the belt failed incoming testing. Upon service and engineering eval, the gas generator wire insulation of the rear therapy electrode (te) was pinched so that a hole was created in the insulation. The exposed wire created an arc between the return gas generator wire and the j1 tab of the rear therapy electrode pca board. The root cause of the pinched wire cannot be positively identified, but is likely an assembly error. Device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor failed incoming testing. The cause of the test failure is a high voltage arc to ground resulting from the electrode belt failure. This shorted the pld (+1.8pld line) on the computer / analog (ca) board and damaged multiple component on the defibrillator board. No adverse event result from the defective equipment. The pt rec'd a replacement electrode belt. Device manufacture date: belt: 03/2013.

Event description:
During servicing of a (B)(6) male pt's equipment following the pt's report that he awoke with blue gel on his chest and back, a reportable problem was discovered. The monitor and electrode belt failed incoming testing. The pt was issued a replacement electrode belt and monitor.